Event description:
Patient reported that she was unable to get full dose from one of her cassettes on sunday (B)(6) 2023 due to pump message of "no disposable attached" alarm. Patient had no side effects as she was able to mix medication in a new cassette and continue her dose. Patient had no interruption in therapy. Cassette was thrown away, so lot number is not available, and product is not available for return. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when event occurred is unknown. No additional info, details, or dates available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual cassette available for investigation? No. Did we replace the cassette? No. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. If no, what was the patient instructed to do in able to continue their infusion? N/a. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.